Manufacturer narrative:
This follow up report is being submitted to provide the results of cook's investigation regarding the event initially reported on (B)(6) 2016. The facility was contacted on multiple occasions in an attempt to obtain the results of any internal investigations of the event by the hospital, any additional information, and the device. The facility was non-responsive to these requests; therefore, the investigation has been completed with the information that was made available. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a review of endoscope reprocessing procedures was performed. The american society for gastrointestinal endoscopy (asge) article 'multi-society guideline on reprocessing flexible gastrointestinal endoscopes' states "before manual or automated high level disinfection, meticulously clean the entire endoscope, including valves, channels, connectors and all detachable parts...... Flush and brush all accessible channels to remove all organic (eg. Blood, tissue) and all other residues". (1) see cited reference below. The cleaning procedure outlined in the reference above would have removed any foreign bodies from the endoscope channel, including device components such as the clip, during the cleaning process. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. One american society for gastrointestinal endoscopy quality assurance in endoscopy committee et al., 2011. Multi-society guidelines for reprocessing flexible gastrointestinal endoscopes. 2011;73:1075-1084. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the investigation is currently ongoing. A follow up report will be submitted once the investigation has been completed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: the need for corrective action will be determined when the investigation is completed. A follow up report will be sent to provide information regarding corrective action at this time.

Event description:
During an endoscopy procedure, a physician used a cook instinct endoscopic hemoclip. As reported to customer relations: "the facility performed a procedure over the weekend of (B)(6) 2016. During this procedure four (4) clips total were used with no complications. The nurse noted that there were numerous devices utilized through the endoscope and that the physician flushed the device numerous times as well. The nurse cleaned the endoscope according to directions." "On monday, (B)(6) 2016, another procedure, in which a clipping device was used on a separate patient, was performed on which no previous procedures had been performed in which a clipping device was used. During the procedure, the nurse who was present during patient a [the first] procedure [that occurred over the weekend of (B)(6)] and who cleaned the endoscope noted that a clip had come out of the endoscope during patient b procedure [the second procedure occurring on (B)(6)]. This clip was not from the present clipping device being used on this patient [patient b], but rather noted to be from patient a [the first procedure]. The clip was retrieved with a snare with no harm to the patient. Pathology reports were ran for both patients with no negative results. It is unknown at this time if any precautionary treatments were provided due to this occurrence or if any additional procedures were required due to this occurrence. The clip was provided to the facility for internal investigation and at this time it is unclear if the clip will be available to be returned for evaluation by cook. The district manager had an in-service with the facilities quality control manager to educate on the clipping device and how it is to be used during the procedure."